Manufacturer narrative:
Citation: imamura t, ushijima r, sobajima m, fukuda n, ueno h, kinugawa k. Prognostic impact of insomnia in patients receiving trans-catheter aortic valve replacement. J cardiol. 2024;84(2):113-118. Doi:10.1016/j.jjcc.2024.03.009. Earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021) and evolut r (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the prognostic impact of insomnia in patients undergoing transcatheter aortic valve replacement (tavr). Medtronic (corevalve/evolut r) and non-medtronic (sapien xt/sapien 3) valve brands were implanted in the study population of 345 patients. During the two-year follow-up, 21 deaths occurred. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. The authors also observed 87 hospital readmissions (for any cause or heart failure) during follow-up. No further information was provided pertaining to medtronic products.